Manufacturer narrative:
Correction - h6 - device not returning.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed the implantable cardioverter defibrillator exhibited non-sustained right ventricular oversensing episodes for myopotential oversensing. Programming changes were discussed. There were no patient consequences. Further information was requested but not received.